Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.

Event description:
It was reported patient underwent a hip fracture repair procedure on (B)(6) 2014. During the procedure, the drill wires were sliding on the bone as the tips were not sharp enough. A 60 minute delay occurred in the procedure.